Manufacturer narrative:
The aquabeam robotic system's log file were reviewed and no malfunctions related to the reported event were observed. The procedure was completed without any delay. A review of the device history record (DHR) for lot number 18c00386 was conducted, which confirmed that there were no nonconformances generated during the manufacturing process of this system. The review indicated that the system met all required specifications when released for distribution. A review for similar complaints was performed on lot number 18c00386, which confirmed that there was one (1) other similar reported on this lot. The aquabeam robotic system's instructions for use (IFU), ifu310301, was reviewed and "bleeding" is listed as potential perioperative risk of the aquablation procedure. The system was not returned for investigation of this event. A root cause for the reported event could not be determined. Bleeding is an anticipated perioperative risk of the aquablation procedure. Based on the review of the log file, DHR and IFU, the event is considered not to be device related. For corrected data, please refer to catalog #. Under the initial report the catalog number was incorrectly listed under model#. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Male underwent aquablation treatment and was brought back to the or hours after the procedure for cauterization due to bleeding. The patient was discharged two days post-surgery. No device malfunction/deterioration or further patient health sequalae has been reported.